Manufacturer narrative:
The insulin pump alarmed rf pic failed selftest due to faulty connector on rf board. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self test. The customer mentioned that the meter was no longer communicating with the insulin pump. The customer's blood glucose was 142 mg/dl. The customer was advised of possible causes of the alarm. The customer stated that the alarm did not occur during the rewind/prime sequence. The customer was advised that the insulin pump needed to and would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.